Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and barbed suture was used. During the procedure, per user facility medwatch form, #mw0700180000-2023-8012, the needle came off and the surgeon had to go looking for it. There were no patient consequences reported. Unknown if device is available for return. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - was there any adverse consequence associated with the patient? None reported - per account contact, this has been a continual issue with this product. Could you please specify how many products and in how many surgeries this situation has occurred? Kindly provide as much detail as possible. - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). - please provide the lot number: lot number not available. - please provide the source or name of person providing answers to follow-up. Questions: I will send this to the or contact to gain clarity on who can answer these questions for you.